Event description:
Additional information was received which noted that troubleshooting was performed and it was identified that the non-boston scientific rv lead was fractured. No further actions have been planned or performed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited high out of range impedance measurements. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.